Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a thermocool® smarttouch® uni-directional navigation catheter and an irrigation issue occurred. Before inserting the catheter inside the patient the physician flushed the catheter and noticed that one of the six irrigation holes was blocked. The catheter was changed and the issue resolved. The procedure was completed with no patient consequence. This event was originally assessed as not MDR reportable because intermittent or low irrigation is highly detectable by the physician. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. The device was returned to the biosense webster failure analysis lab on (B)(6) 2017 and during inspection it was discovered that the tip dome has one irrigation hole occluded with some type of clear material. The material was unable to be removed at that time. The tip dome also has a few scratches by the hole. The occlusion was previously noticed however the clear material was not seen prior to sending the catheter back for analysis. The scratches observed on the tip are not MDR reportable because the potential that it could cause or contribute to a death, serious injury, or other significant adverse event is remote. However, the clear material occluding the irrigation hole has been assessed as MDR reportable because foreign material can cause embolism or stroke.

Manufacturer narrative:
(B)(4). It was reported that a patient underwent an atrial fibrillation procedure with a thermocool® smarttouch® uni-directional navigation catheter and an irrigation issue occurred. Before inserting the catheter inside the patient the physician flushed the catheter and noticed that one of the six irrigation holes was blocked. Upon receipt, the catheter was visually inspected and clear material was observed inside of one irrigation holes, which made this complaint MDR reportable. Then per the reported event, an irrigation test was performed and the catheter failed. During the analysis, it was tried to remove material from the irrigation hole; however this was lost. During manufacturing there are inspections in order to prevent this type of defect before to leave the facility. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint has been verified. However, the root cause of the clear material cannot be determined. Based on available analysis finding results, the failure mode does not appear to be caused by any internal bwi processes.